Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient needed to find a surgeon to remove the device. Pt was not able to find an hcp near them. Offered more hcp listings. Reviewed listings on the call. Asked for the reason of device removal. Pt said it was a recommendation from a manufacturer representative. Since last implant, it had been all messed up. It was not helping. They put the 2nd lead in and pt was not getting any better coverage. It was not covering the area pt needed to no matter how many times they tried to adjust. The device was more painful that the pain that pt had before implant. The device had not been turned on in probably 4 years.

Event description:
Additional information was received from the rep. Rep responded to email and stated they were not aware of this patient. Rep has no further information or updates and requested for more patient info.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.